Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump was received with severely scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and frozen screen. The blood glucose at the time of the incident was 107 mg/dl. The customer states the up arrow is ramping up. The customer replaced the replaced the battery, but the issue continued. Troubleshooting was not able to resolve the issue. It was noted that during the call the display froze and the button became unresponsive. The device will be returned for analysis.